Event description:
It was reported that during the implant procedure, the catheter ruptured resulting in poor movement of the his bundle lead. It was noted that originally when puncturing, the puncture angle was steep because the vein was deep. It was noted by the physician that the outer sheath was kinked due to the tight angle, which resulted in poor operability and a tear. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.